Event description:
It was reported that a novum iq large volume pump powered off without user input during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation was able to power on the device, navigate through the screens and run a loaded set without discrepancies. Case halves were separated and power wiring harness was inspected. All flexes and wiring are connected. Ac power adapter that came in with pump is in good working order and charging unit. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Full release testing will be performed to ensure the intended functionality of unit. Should additional relevant information become available, a supplemental report will be submitted.